Event description:
The subject device was used during a laparoscopic assisted total gastrectomy. The probe came in contact with the patient and the patient got burned. The procedure was completed with the subject device. The burn was treated and the hospitalization period was normal. The patient is recovering from the burn.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Based on the reported event, omsc concluded that the reported event occurred since the probe became hot after activating and th ehot probe was contacted with the patient body. This report is being submitted as a medical device report in an abundance of caution.